Event description:
A customer contacted baxter's technical service center to report having a system error 2267 alarm with the homechoice (hc) machine during dwell. The technical service representative (tsr) reviewed the alarm log and there was a system error 2267 and system error 2367 discovered. The tsr explained the alarms. The bio med tech understood and would put the hc back into service. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed and the assignable root cause could not be determined. Baxter's attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available.